Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to the bending section cover bond. Water tightness was not maintained between the tip cover and the bending section cover. The bending section cover adhesive was cracked. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The operation part cover had a floating labeling. The joint of the objective lens was cracked. The ultrasonic transducer face was missing. The up/down knob was not securely fixed due to wear of the up/down angle fixing lever. The air/water supply cylinder paint was peeling. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the lens fastening rubber on the tip of the evis lucera ultrasound gastrovideoscope was missing. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the probe tip cover screw holes was peeling due to physical stress. This report is to capture the reportable malfunctions of the adhesive on the probe tip cover screw holes was peeling due to physical stress noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other factors. The instructions for use (IFU) states the following related to the preparation and inspection of the related device: "ultrasonic gastro videoscope gf-uct260 chapter 3 preparation and inspection 3.2 bore scope inspection bore scope inspection 3. Cracks, dents, swells, edges, scratches, protrusion, protrusion, sag, deformation, bending of the metal wire from the inside on the outer surface of the entire length of the insertion portion including the curved portion and the tip portion, visually check that there is no abnormality such as adhesion of foreign matter or falling off of parts." Olympus will continue to monitor field performance for this device.